Event description:
It was reported that the patient presented for a follow-up in the clinic with wound dehiscence. It was observed that the patient¿s incision site remained open 5 days after the implantation procedure. The icm was explanted. The patient remained in stable condition.